Event description:
Received a report from a consumer's husband informing the co that his wife required medical assistance to remove the remainder of a tampon after she pulled on the tampon to remove it and felt some remaining.